Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, the versacross connect was used to perform the septal puncture and tenting of the fossa ovalis was confirmed on transesophageal echocardiography (tee) before energization. The wire was then advanced as it formed into pigtail configuration during its advancement. The was was advanced along the wire, and the dilator was taken out of the patient body to check for backflow, however, the backflow could not be confirmed. Tee was used to confirm whether it was in the left atrium or pressing against the wall. As was has been confirmed, it was then taken out of the body to check for any device issues, and none were noted. It was then reinserted; however, it was still unable to confirm the backflow. Tee was used again to trace the course of the was, and it was noted to be in the pericardium rather than the left atrium. It was removed toward the right atrium, and the patient was monitored for any changes in vital signs; none were noted and no increase in pericardial effusion either. A pigtail was inserted through the same puncture site, and blood gas analysis indicated venous blood, leading to conclusion that the wire had not entered the left atrium during the septal puncture but had crossed into the pericardium. After 20 minutes, there were still no changes in pericardial effusion or vital signs; therefore, the patient was returned to his room for continuous monitoring. The patient was under general anesthesia during the procedure and the procedure was cancelled.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that cardiac perforation occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, the versacross connect was used to perform the septal puncture and tenting of the fossa ovalis was confirmed on transesophageal echocardiography (tee) before energization. The wire was then advanced as it formed into pigtail configuration during its advancement. The was was advanced along the wire, and the dilator was taken out of the patient body to check for backflow, however, the backflow could not be confirmed. Tee was used to confirm whether it was in the left atrium or pressing against the wall. As was has been confirmed, it was then taken out of the body to check for any device issues, and none were noted. It was then reinserted; however, it was still unable to confirm the backflow. Tee was used again to trace the course of the was, and it was noted to be in the pericardium rather than the left atrium. It was removed toward the right atrium, and the patient was monitored for any changes in vital signs; none were noted and no increase in pericardial effusion either. A pigtail was inserted through the same puncture site, and blood gas analysis indicated venous blood, leading to conclusion that the wire had not entered the left atrium during the septal puncture but had crossed into the pericardium. After 20 minutes, there were still no changes in pericardial effusion or vital signs; therefore, the patient was returned to his room for continuous monitoring. The patient was under general anesthesia during the procedure and the procedure was cancelled. It was further reported that the patient was already discharged. And the procedure is planned to be reattempted at some point; however, the specific timing has not yet been determined.